Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced peripheral swelling ("other injury(ies) or complications please describe: swollen legs"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced migraine ("migraines / headaches"). In 2012, the patient experienced fatigue ("fatigue"), vision blurred ("vision problems") and atrial fibrillation ("blood or heart disorder/condition type: atrial fibrillation\ "). In 2013, the patient experienced nausea ("nausea"). In 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 years 8 months after insertion of essure. On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("heart disorder"), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), acne ("acne") and rash papular ("rashes or skin conditions - type: small red bumps with itching and sensations, all over my body/ bumps all over my body") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, blood disorder, cardiac disorder, genital haemorrhage, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, teratoma, vision blurred, weight increased, weight decreased, acne, migraine, atrial fibrillation, peripheral swelling and rash papular outcome was unknown. The reporter considered abdominal pain, acne, alopecia, atrial fibrillation, back pain, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, nausea, pelvic pain, peripheral swelling, psychological trauma, rash papular, teratoma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),blood/heart disorder, genital bleeding, bladder infection, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: there are no bubbles. The tubes are blocked. Imaging procedure - on (B)(6) 2018: essure confirmation test result: bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced peripheral swelling ("other injury(ies) or complications please describe: swollen legs"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced migraine ("migraines / headaches"). In 2012, the patient experienced fatigue ("fatigue"), vision blurred ("vision problems") and atrial fibrillation ("blood or heart disorder/condition type: atrial fibrillation\"). In 2013, the patient experienced nausea ("nausea"). In 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 years 8 months after insertion of essure. On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("heart disorder"), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), acne ("acne") and rash papular ("rashes or skin conditions - type: small red bumps with itching and sensations, all over my body/ bumps all over my body") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, blood disorder, cardiac disorder, genital haemorrhage, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, teratoma, vision blurred, weight increased, weight decreased, acne, migraine, atrial fibrillation, peripheral swelling and rash papular outcome was unknown. The reporter considered abdominal pain, acne, alopecia, atrial fibrillation, back pain, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, nausea, pelvic pain, peripheral swelling, psychological trauma, rash papular, teratoma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),blood/heart disorder, genital bleeding, bladder infection, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: there are no bubbles. The tubes are blocked. Imaging procedure - on (B)(6) 2018: essure confirmation test result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: " previously reported event pelvic pain made medically significant and intervention required due to surgery." Reporter, essure removal date and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.